Event description:
Logistic issue: implant restock and back orders were not completed as promised 2 weeks prior to surgery date. There were no size 3 or 5 tibial fixed cemented baseplates and no 10 mm uc inserts. Surgery was 1 hour delayed (pt already under anesthesia) waiting for the implants. Reference MFR # 3005180920-2014-00003.